Event description:
Customer reported via phone, she was hospitalized for high blood glucose. Customer stated the night prior her blood glucose was 156 mg/dl. In the morning her blood glucose was high meter read over 600 mg/dl and paramedics were called. She was then admitted to the hospital and her blood glucose was 1320 mg/dl. Customer was put on a ventilator and was admitted for six days and two and half days she was intensive care. The insulin pump was in auto off and it was set to 18 hours but it is unknown if this was the cause. Customer was advised to call back to troubleshoot the device and she was meeting with the person that had set up the insulin pump. Customer declined troubleshooting for high blood glucose. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.